Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Event 1 of 2 customer reporting 2 events of false negative reactions with 0.8% resolve panel a lot vra245 cell# 11 with samples from patients with known anti-c (big). According to customer, samples were initially tested with 0.8% surgiscreen and customer saw 1-2+ with cell #1. However, during antibody workup customer saw no reaction with cell #11 with 0.8% resolve panel a, lot vra245. (Cell #11 is homozygous for c antigen). Customer claimed positive reactions were noted with cell #1, cell #2 and cell #5 (c+ cells, 1-2+). However, customer is concerned with lack of reactivity with c+ positive cell# 11 from 0.8% resolve panel a lot # vra245 (donor # (B)(6)). Customer felt if facility had no previous history of anti-c, they might have missed the anti-c antibody. Customer stated daily qc was performed and all results were acceptable. All testing were performed using gel cards issue started on: reported (B)(6) 2016. Methodology used: manual gel, incubation time (for manual test only): 15 min, reaction grade obtained: see above, test repeated: no. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Pipette used: all mts compatible equipment. Ortho discuss titer level of antibody and panel c+ cells however, customer felt that the c+ cells should have reacted with antibody.